Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use. The tamper tube became lodged in the patient requiring surgical removal via cut down. The patient was discharged the following day.